Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and the instrument yaw pulley shows abrasions. No thermal damage. No missing piece. Additional observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument failed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. Scratches or abrasions to the yaw pulley are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may include an accidental drop of the instrument or inadvertent collisions with other instruments/hard surfaces.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a piece of plastic broken at the tip, doesn't look like anything has fallen off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no damage to the conductor wire (black wire) at the instrument wrist. Customer does not know if there was any sign of thermal damage and/or melting. There was no other physical damage visible on the instrument. Customer does not know if any material was missing or detached from the portion of the device that enters the patient¿s body. There was no allegation of an unclamping failure while the instrument was gripping tissue. There was no report of issues related to non-intuitive or uncontrolled motion. Customer does not know if the instrument has already been returned to isi for further evaluation.